Event description:
The customer contacted olympus to report the evis exera iii video system center displayed a scope communication error (b30) on the monitor. The malfunction did not occur during a procedure, and there was no patient involvement.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) for troubleshooting. Tac instructed the customer to clean the contact pins on the endoscope by blowing a bit of air into the clv-190 plug-in connection to get any potential dust out. Tac then asked the customer to plug the unit back in and turn the unit on. The customer responded the b30 error code came back again. Tac asked the customer to connect another 190-series scope to the tower, and it worked fine. After some additional troubleshooting, tac recommended the unit be returned for repair and the customer obtain a mal-2087 clv-190 contact pins cleaning kit. The customer declined sending the unit it for repair, but purchased the kit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved by using another 190 series scope. The device was not returned for analysis. The phenomenon may have been attributed to dust or dirt on the scope which led to communication failure. Olympus will continue to monitor field performance for this device.